Event description:
(B)(4). On anti-biotics again for another uti. Another ER visit for severe pelvic pain.

Event description:
(B)(4). It started as a urinary tract infection, and has spiraled into a pelvic infection. I am constantly nauseous, sometimes so bad I am curled up into the fetal position because it turns into all out abdominal pain. I have a constant stabbing pain in my lower right pelvic area that sometimes is so bad it radiates into my leg and causes me to limp. I am so fatigued I need to take naps... A grown woman too young for needing a nap! I have confusion, brain fog, memory problems.... Bloating so horrible I look pregnant, and my belly gets bigger everyday even with diet and exercise. I have excessive bleeding during my cycle, pain during sex, and migraine headaches that won't go away with medicine. With all other medical conditions ruled out by testing and recurring ER visits as well as follow ups with my pcp, I know it is essure causing this. I am an otherwise healthy woman who has never had a serious or ongoing medical problem ever. This is affecting my quality of life as well as that of my children's.